Event description:
It was reported that the device pocket opened up due to long term steroid use and thin skin. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2006. 4092-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.